Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus, which located on lkb dom. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device drawer failed with error code device was not on bus. The field service engineer (fse) found that the matrix drawer was not on the bus. Upon investigation the fse discovered that the internal pixie bus cable was disconnected. The cable was reconnected and a full diagnostic of the machine was performed confirming that no additional issues were present. The drawer was tested and operation was verified resolving the issue. The system functioned as intended after the field service engineer repaired the device.